Event description:
The customer reported that the ventilator is displaying a message that the back-up battery is not connected during use on a pt. The customer reported there was no pt harm. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence. The service technician replaced the power supply and the back-up battery as a precaution. Performance verification testing was completed and all tests passed per operating specifications.